Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaw boot broke off. No other information is available regarding how the procedure was completed and patient effects. The product was returned.

Manufacturer narrative:
Investigation summary: a visual inspection revealed that the tip of the cold jaw boot was partially detached and the silicon was peeling along the sides. The device had evidence of blood. Based upon the visual observations, the reported complaint for "jaw boot broke off" was confirmed. A lot history record review was completed for the reported product lot number. There was no nonconformance which could have contributed to this failure mode. Internal file number - (B)(4).